Event description:
Pt born by vacuum extraction apgar 8/9. Cord around neck, severe caput succedaneum, severe molding, moderate scalp bruising. Transferred to neurosurgical facility for intervention if necessary.